Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 3708660 lot# serial# (B)(4). Product type extension . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for movement disorders. It was reported that the patient had an infection and redness and the ins and extension site. The infection was not confirmed. The issue was noticed a few days prior. The ins and extension were removed. No complicationsor further complications were reported.